Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The device was explanted and replaced. No additional adverse events were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The device was explanted and replaced. No additional adverse events were reported.

Manufacturer narrative:
The returned ingenio was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). The device was explanted and replaced. No additional adverse events were reported.

Manufacturer narrative:
Correction to field e1: initial reporter country. The returned ingenio was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.